Manufacturer narrative:
Due to characterization limit e1 event site name: (B)(6) hospital. Another reporter: (B)(6). (B)(6) received a call from the same account regarding a different patient. During the call, she attempted to gather demographic and pump information. The nurse, who was not directly responsible for the patient, mentioned that they had encountered gas loss alarms on the pump after it was switched overnight. The nurse informed (B)(6) that tightening a connection appeared to resolve the alarm issue.

Event description:
It was reported that the cardiosave intra aortic ballon pump(iabp) had gas loss alarms. No harm or injury to the patient was reported.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected field - e3.